Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. Air bubble was found in the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information, was requested, however to date has not been provided.

Manufacturer narrative:
Additional information:d9, h3 plant investigation: the device was returned to the manufacturer in original packaging, and a physical evaluation was performed. A disinfection and visual inspection were performed to the complaint product sample. During disinfection of the complaint sample, a leak was found in the patient line on the cassette port. During the visual inspection, a fracture from the main line tubing of patient line to cassette port was found. The alleged failure mode was confirmed during the sample evaluation. This kind of defect could be caused by more than one solvent application, solvent dispenser malfunctions, incorrect pin size, and incorrect solvent application technique during the manufacturing process. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the bottom of the cassette door of their cycler during fill 1 of their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 0 of 4 of treatment. Air bubble was found in the patient line. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Additional information, was requested, however to date has not been provided.